Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet and had recently received a steroid injection, after which education and troubleshooting were provided and the case was assigned for additional training. Symptoms included low glucose. Outcomes included use of oral glucose and continued ilet therapy. Investigation included customer support review and education with referral to the clinical management line. Investigation of this case revealed no device malfunction reported and no component failure identified, with hypoglycemia occurring in the setting of unclear cause and recent steroid exposure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.